Event description:
It was reported that the patient showed high lead impedance on a diagnostics test. X-rays were taken and send to manufacturer for further review. No obvious anomalies were observed that could be contributing to the report of high lead impedance. Full revision surgery is likely. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.